Event description:
The hospital reported that vasoview hemopro 2 no longer coagulates, does not cut. Immediate measures were taken: the multi-way cable was replaced, but the device still did not work. A new device of the same part number was installed and this one worked. No patient harm.

Manufacturer narrative:
Tw (B)(4).the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.